Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the bending section cover adhesive was separated, the light guide rod lens was cracked, the charged coupled device cover lens was scratched, the scope cover was scratched, the universal cord was wrinkled, the electrical contacts of the plug unit were damaged and angulation was out of specification. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the channel of the evis exera iii colonovideoscope was plugged. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found complaint was confirmed and the nozzle was clogged with foreign material. The foreign material was a dark rubbery material similar to seal residues, but was not related to the device. The material likely accumulated during reprocessing. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported air/water nozzle clog was observed to be a black rubber-like foreign matter but otherwise could not be identified. The root cause of the issue could not definitively be determined, as there was no device deformation observed that might contribute to the retention of foreign material and no additional event or reprocessing information was reported or is available. The event can be detected/prevented by following the instructions for use section below: ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿. ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.